Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the waist pack (lot 0009000) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned waist pack revealed that seams around the controller pocket were damaged. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed, but not limited, to wear and/or the handling of the pack. CAPA pr00519581 was created to investigate damaged packs. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the waist pack was damaged. The damaged was in the seam of the belt on the right side facing from the controller storage part, and the suture was frayed. Although the battery has not dropped, it was decided to replace it with a new waist pack based on future risks. No patient complications have been reported as a result of this event.